Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 is failing. The pt800 has been replaced. The combination of transducer faults at power-up/auto-zero noticed in the events log with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.